Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that surgeon revised patient's right hip. Surgeon revised to a restoration modular cone conical. While torqueing the screw, the screw broke in half as it was being torqued. Surgeon then separated the body from the stem and exposed distal part of the broken screw. Through the use of extraction devices, drills and burrs, surgeon was able to extract the broken half of screw that remained in the stem and completed the case. Surgeon admitted he went over the torque limit and went above 180. Sales rep and surgical protocol advises on over torqueing. The broken screw is coming back.

Manufacturer narrative:
An event regarding crack/fracture involving a restoration modular bolt was reported. The event was confirmed. Method & results: -device evaluation and results: a visual inspection was performed as part of the material analysis report. The parts were examined with the aid of a stereo microscope at magnifications up to 50x. The material analysis report concluded that: the device failed in overload. Eds was performed on the screw and was consistent with ti-6al-4v eli stainless steel alloy. No materials or manufacturing defects were observed on the surfaces examined. -medical records received and evaluation: a medical review was not performed because insufficient information was provided. -device history review: review indicated all devices were manufactured and accepted into final stock with no relevant reported discrepancies. -complaint history review: review indicated there have been no other similar events for the reported lot. Conclusions: the material analysis report concluded that the device failed in overload. However, no materials or manufacturing defects were observed on the surfaces examined. If further information becomes available, this investigation will be re-opened.

Event description:
It was reported that surgeon revised patient's right hip. Surgeon revised to a restoration modular cone conical. While torqueing the screw, the screw broke in half as it was being torqued. Surgeon then separated the body from the stem and exposed distal part of the broken screw. Through the use of extraction devices, drills and burrs, surgeon was able to extract the broken half of screw that remained in the stem and completed the case. Surgeon admitted he went over the torque limit and went above 180. Sales rep and surgical protocol advises on over torqueing. The broken screw is coming back.